Event description:
It was reported the physician had to reboot the programmer twice during interrogation and it took awhile for the reboot. It was also reported the egm (electrogram) signals seem to be noisy. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, no electrocardiogram (ECG) connection anomaly was found, however as a preventive measure, the hard disk drive was reconfigured and current software was reloaded. It was noted that two lower case screws were missing. Concomitant medical products: product ID: 229047, analyzer. (B)(4).